Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, an unexpected motor noise anomaly was noted during rewind due to faulty motor. Unit received with minor scratched display window and case.

Event description:
It was reported that the insulin pump's motor was making a lot of noise. Blood glucose value was unknown at the time of the incident. The customer did not trouble shoot but will return the product for analysis.